Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.